Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "gap between acoustic lens and ultrasound probe" malfunctions could not be identified. The event can be prevented, by following the instructions for use, which state: [warnings and cautions]: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged. And could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the biopsy channel of the gastrovideoscope had a gap on the adhesive on the distal end, a stain entered inside the lens through the gap, and a gap between the acoustic lens and the ultrasound probe. There was no patient involvement.